Manufacturer narrative:
This report is submitted on 21 february 2020.

Event description:
Per the clinic, the patient experienced soft tissue complications resulting in explant of the internal magnet. An abutment was placed on the implant fixture, converting the patient to a percutaneous baha implant system.